Event description:
The instrument broke during routine use for an oral surgery procedure. This instrument was recently purchased and broke the first time this product was used during routine oral maxi facial surgery. FDA safety report ID # (B)(4).